Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The unit was tested with several scopes and all were able to produce a normal image. However, there was a moisture stain noted inside the video connector - this could have contributed to the user's report. Additionally, the top cover and chassis were both corroded and peeling off. The eject button on the pc board was also presenting intermittent issues. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera ii video system center was presenting a discolored image or no image at all. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet equipment could cause the image to flicker or disappear.¿ because the reported event could not be reproduced by the evaluation team, it is believed that the cause of the event was the medical solution used during the procedure adhering to the video connector, compromising the image. Olympus will continue to monitor the field performance of this device.